Event description:
Boston scientific received information that this patient experienced a syncopal episode during exertion. It was noted that the patient may have experienced a back injury as a result of syncope. The impedance measurements on the right ventricular lead were greater than 2500 ohms in unipolar and bipolar configurations. A lead revision procedure was scheduled. No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.